Manufacturer narrative:
(B)(4). D10- medical product: lps-flex option femoral e-r item# 00596401552 lot# 63246971. Option st tib plt size 3 item# 00598603701 lot# 63117093. All poly pat comp 32dia item# 00597206532 lot# 63190434. G2- united kingdom. H3- customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was revised approximately nine years four months post implantation due to pain. There is no additional information available.